Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead r wave measurements were trending small. It was noted that the patient was experiencing shortness of breath and weakness. The lead is still in use. No further patient complications have been reported as a result of this event.